Manufacturer narrative:
The insulin pump was received with intermittent button response and it alarmed button error due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, and battery tube assembly during visual inspection. No frozen display during testing noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the buttons on the insulin pump were frozen and it was the first time it occurred. The device had alarmed button error and wasn't sure how to clear it. Customer was at practice and the device was exposed to sweat. Customer's mother didn't know the customer's blood glucose. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.